Manufacturer narrative:
The original report was confirmed. During the analysis, the transmitter presented with a power issue. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The unit was plugged into a working ac electrical wall outlet and did not power on. The prongs were removed and reinserted, and the unit still did not power on. The original prongs were swapped out with a testing prong and the unit did not power on. The original ac power adapter was replaced and tested with a working an ac power adapter. The unit was plugged into the working ac wall outlet and power on function was performed successfully. The test revealed that the original ac power adapter was defective and caused the no power issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had no green light on. The prongs were disconnected and reconnected, and black pencil-lead residue was noted on the green strips. Once plugged in did not light up in a different outlet. There were no patient consequences.